Event description:
It was reported that blood backflow occurred while using a standard bore power injectable extension set. The blood backed up to angiocatheter and a little into tubing causing the angiocatheter to clot off and stop infusing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.